Manufacturer narrative:
Device unable to download to thds due to a47 alarms found were noted on the insulin pump alarm history screen. Unable to download history/trace files due to the a47 alarms. A47 alarms are due to the insulin pump not having power for a long period of time. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The drive support disk was inspected and no anomaly noted. No motor error alarm noted. Motor passed motor test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked belt clip slot, missing end cap sticker, stained address/serial number label, cracked reservoir tube lip and cracked battery tube threads. The test p-cap/reservoir does lock into place. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
On 07/22/2021 17:27:20 pst ice batch user (B)(6). Complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6). Taken by: (B)(6). Inquired what led up to the complaint. Customer response: motor error motor error/e70 t/s per (B)(4). Explained alarm and possible causes. Assisted cust with clearing alarm. Adv customer to d/c from the pump. Advised customer to check if drive support cap is protruded, loose, sticking out or flush. Customer reports they are unable to describe the possible damage to the drive support cap. Inquired if the pump has been exposed to high magnetic field. Found: no. Adv pump should not be exposed to products/devices using strong magnets or gauss level > 600. Customer did not report an e70 alarm. Adv to remove res and inf from pump and ensure res and inf are not d/c. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Pump alarm hx contains more than one motor error alarm within a 30 day period. Adv the pump will need to be replaced. Adv to discontinue use of the pump. Recommended customer refer to back up plan, per hcp instructions. Explained the rpl policy. Customer's outcome pertaining to the complaint: satisfied ship: 754 / return: 754 country: (B)(6), input date: (B)(6) 2021 warranty start: 05/23/2018 warranty end: 05/22/2022, batch - pcr780823h.